Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use (nicked and gouged) and is fractured on lateral side of post, all pieces returned. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found fractured prior to the surgery and a replacement provisional was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.